Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h4, h6: a review of the device history record. Device history lot. Part number: 03.612.010. Synthes lot number: h732698. Supplier lot number: n/a. Release to warehouse date: 29 nov 2018. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: dr. Golan was doing an mis decompression using the insight tubes with the flex arm (mis support) and he found that this flex arm was not maintaining it's the stiff position. Therefore this instrument needs to be replaced. No delay was obtained as dr. Golan simply used the other flex arm found in the set. The patient was not impacted by this, therefore no patient information was obtained. Nothing further to add regarding this complaint. Concomitant device reported: unknown insight tubes (part#unknown, lot#unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: device interaction/functional. Visual inspection: the flex arm (p/n: 03.612.010, lot #: h732698) was returned and received at us cq. Upon visual inspection, scratches and discoloration were observed but has no defect on the functionality of the device. There were no other issues identified with the returned components of the device. Functional test: the functional test was performed on the returned devices. The knob was not able to be tightened to create sufficient rigidity of the flex arm. The band clamp knob was able to tighten completely. Can the complaint be replicated with the returned devices? Yes, the complaint condition does agree with the received condition of the device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Flex arm assembly: 03_612_010, rev. H/j. The device received was loose. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the flex arm (p/n: 03.612.010, lot #: h732698). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a minimally invasive surgery (mis) decompression using the insight tubes with the flex arm (mis support) the flex arm was not maintaining it's stiff position. There was no delay because an alternate flex arm was used. The procedure was completely successfully. Concomitant device: unknown insight tubes (part#: unknown, lot#: unknown, quantity unknown). This report is for one flex arm. This is report 1 of 1 for (B)(4).